Manufacturer narrative:
(B)(4). This report involves a patient who experienced suspected peritonitis in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported events. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced suspected peritonitis coincident with peritoneal dialysis therapy. The cause of the suspected peritonitis was not reported. The patient was hospitalized for the event. The patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, reported as "from the last 15 days) for suspected peritonitis. Action taken with dianeal and extraneal therapies was not reported. At the time of this report, the patient remained on antibiotic therapy and patient's recovery status and outcome of the event were not reported. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date approximately two weeks prior to the receipt of this additional information; the peritoneal dialysis catheter was removed, dianeal and extraneal therapies were discontinued, and the patient was placed on weekly hemodialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.